Manufacturer narrative:
Age at time of event: (B)(6) years old. Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 5083175. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively.